Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information, weight. Further information was requested but not received.

Event description:
Related manufacturer report 3006705815-2023-08060 it was reported that the patient experienced the replace the generator soon message indicating the ipg is approaching end of life, additionally, one lead displayed high impedances on two contacts. Surgery may take place on (B)(6)2023 and replace the generator and one lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced. No intervention was undertaken with the lead.